Manufacturer narrative:
(B)(4). Technical support engineer troubleshot this issue with the customer over the phone. The customer was advised to swap the backlight inverter (bli) printed circuit board (pcb).

Event description:
It was reported that the ventilator display was erratic. There was no patient connected to the device.

Manufacturer narrative:
(B)(4). Customer replaced the gui pcb and covidien service engineer upload the operational software the unit passed all testing and operates within the manufacturing specifications..